Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high shock impedance measurement of greater than 125 ohms. The device was reprogrammed to increase the shock impedance alert range. The lead was thoroughly evaluated in the clinic and all lead measurements were within normal limits. No further actions or interventions were required, as it was noted that the lead was functioning appropriately. No adverse patient effects were reported. The lead remains in service.